Event description:
It was reported that cardiac monitor transmission indicated noise, oversensing, and a false report of atrial fibrillation. It was also reported that the patient felt "light headed and dizzy" upon activating the device. Further follow up with the medical professional revealed that the patient's symptoms were not device related. The cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with apparent oversensing of false af episodes.